Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during post operative check, the echocardiogram showed cardiac effusion on the right ventricular (rv) lead. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.